Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that a power on reset (por) error code was seen. The rep reported that the patient was in a nicu on (B)(6) 2017 and later that night, checked the device and got a por. The rep reported that the patient tried for several days and continues getting por. The rep reported that after a few days the patient stopped getting the por and was able to charge the ins again. The rep reported that they thought the por code on the clinician programmer was 0x400 parity error. The rep reported that she was able to set the date successfully and the ins was on and running. The rep reported that the patient would continue using stimulation as normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the por was unknown. The technical support stated that the nicu equipment could have caused the battery to reset itself. The patient has kept battery charged. No patient symptoms or complications were reported.